Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated, and it is likely that the patient anatomy contributed to the reported single leaflet device attachment (slda) resulting in worsened mitral regurgitation (mr), as there was extreme tethering of the posterior leaflet. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2-3. A second clip delivery system (cds 80312u293) was advanced to the mitral valve and the clip was deployed, reducing the mr to1-2. After deployment, the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). In the physician opinion, the slda was due to the extreme tethering of the posterior leaflet. A third clip was deployed for stabilization of the slda clip. Three clips implanted with mr grade of 1-2. No additional information was provided.